Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported via mw5095550 that a caucasian female patient underwent a breast surgery with a mentor memorygel breast implant 450cc and suffered from stress, headaches, skin rash, joint pain, joint swelling, fatigue, inability to wear pierced earrings, a heavy metal allergy, body is rejecting the implants, migraines, heart issues, swelling hands and feet, arthralgia, toxicity. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.